Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the returned product consisted of a sterling balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was no damage. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure. The balloon was then deflated under 42 seconds, which is within specification. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that slow balloon deflation occurred. Vascular access was obtained via left inguinal puncture. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left femoral artery. After pre-dilatation was performed with a cutting balloon, a 6cm x 6mm innova stent was implanted to treat the lesion. A 6.0mm x 60mm x 135cm sterling¿ balloon catheter was then advanced for post-dilatation. The balloon was initially inflated at 6 atmospheres for 30 seconds; however, during deflation, the balloon took time to deflate. The balloon was inflated again at 10 atmospheres for 30 seconds and another inflation at 12 atmospheres for another 30 seconds. However, the balloon still took time to deflate. Undiluted solution was not at 2:1 for saline-contrast media ratio. A kink was also noted on the catheter but there were no twisting issues. The device was eventually removed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that slow balloon deflation occurred. Vascular access was obtained via left inguinal puncture. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left femoral artery. After pre-dilatation was performed with a cutting balloon, a 6cmx6mm innova stent was implanted to treat the lesion. A 6.0mmx60mmx135cm sterling¿ balloon catheter was then advanced for post-dilatation. The balloon was initially inflated at 6 atmospheres for 30 seconds; however, during deflation, the balloon took time to deflate. The balloon was inflated again at 10 atmospheres for 30 seconds and another inflation at 12 atmospheres for another 30 seconds. However, the balloon still took time to deflate. Undiluted solution was not at 2:1 for saline-contrast media ratio. A kink was also noted on the catheter but there were no twisting issues. The device was eventually removed and the procedure was completed. No patient complications were reported and the patient's status was good.